Event description:
Information received from the field notes that in 1/97 the patient was treated for infection with antibiotics. The patient n ow exhibits significant skin erosion, purulent discharge and exteriorization of the pulse generatorr.